Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle through the catheter occurred during use with a neoflon yel 24ga IV cannula. The following information was provided by the initial reporter, "customer stated that there¿s some issues with the 24g neoflon, it was fed back that the needle is not sharp enough to break through the skin/vessel. There have been situations where the sheath ends up advancing with the needle then piecing the line, which raises concerns of safety such as risk of emboli."

Manufacturer narrative:
H.6. Investigation: 15 representative samples were received by our quality team for evaluation. The 15 representative samples were subjected to visual inspection and penetration test. The 15 representative samples passed the acceptance criteria. No needle dull and needle through catheter was observed; therefore, the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, a root cause could not be determined due to the incident not being verified.

Event description:
It was reported that a needle through the catheter occurred during use with a neoflon yel 24ga IV cannula. The following information was provided by the initial reporter, "customer stated that there¿s some issues with the 24g neoflon, it was fed back that the needle is not sharp enough to break through the skin/vessel. There have been situations where the sheath ends up advancing with the needle then piecing the line, which raises concerns of safety such as risk of emboli."